Event description:
"Demerol 5mgm or 0.5 ml ordered via pca ii baseline. Caregiver programmed pump to deliver 5 ml. Pt received approx 700-900mgm of demerol in an 8-10 hr period resulting in altered mental status, disorientation, twitching but not seizures. Pt transferred to ICU." The pt is reported to be "better now." The pump has been checked by biomed at the hosp and has been placed back into svc.